Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wound did not heal properly and the pump was protruding from the incision site. The patient was in constant pain. The pump was subsequently explanted.